Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix broke while implantation. All broken pieces were removed with tweezers. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. The back up was used in the same bone hole. No void were left.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the fractured anchor and suture strings. The anchor is fractured below the suture window and held in place by the suture strings. The prongs at the distal end of the insertion device are deformed, this failure has been determined to be related to the reported event. There is debris on all returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix broke while implantation. All broken pieces were removed with tweezers. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. Bone quality was good. The back up was used in the same bone hole. No void were left. The instrument used to prepare the insertion site was: 4.5mm s+n device. The insertion site was cleared of all debris. Patient status is good. The surgeon was ultimately satisfied with the surgical outcome.